Event description:
In 2007, this pt was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. During the procedure, the pt suffered a stroke, unable to move her left lower and upper extremities. The pt passed away the following month. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note additional device involved: tg3415/03892308.